Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking to the stent and removal difficulties were encountered. The physician deployed the taxus express2 8.8% 3.00 x 32 mm drug eluting stent in the mildly calcified lesion in the moderately tortuous circumflex. It is unknown if the lesion had been predilated. Following deployment, he dialed the inflation device down, waited and then attempted to remove the balloon. Upon withdrawal, the balloon was sticking to the stent. The guide catheter went down to the mid portion of the circumflex, where the stent had been placed. It is unknown what maneuvers were undertaken, but eventually the balloon was released from the stent and was removed intact. The physician exchanged the wire and advanced another balloon catheter in order to postdilate the taxus express2 drug eluting stent. During postdilation, the guide catheter was again drawn into the artery to the stented site. No pt injuries or complications were reported. The procedure was successfully completed and the pt is reported to be in satisfactory/good condition.